Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported unknown side device rupture. The device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture requested on oct 16, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported unknown side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a, a5, a6, b5, d9, e3, h3, h6.

Event description:
Healthcare professional reported left side device rupture and gel leak. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, unknown side device rupture. The device has been explanted.